Event description:
It was reported that an intrasight system was used in a coronary diagnostic procedure. During use, the pd/ao tracings did not match; therefore, the system could not be used. The patient will be brought back at a later date. No patient injury reported. This product problem is being reported because the system could not be used, resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this system. Block d4: expiration date is not applicable for this system. Blocks d6 & d7: not applicable for this system. Block h3 & h6: at the customer site, the field service engineer found the intrasight system was out of tolerance with a non-philips hemo system. Intrasight hemo cable was replaced due to suspected cable noise. Calibration was performed, verified functionality to be within tolerance, and returned for use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.